Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the user might reprocess the subject device in an incorrect way.

Event description:
Olympus medical systems corp. (Omsc) was informed from the olympus local field service engineer that when he visited the facility, he found that the user did not have a connecting tube for the auxiliary water channel of the subject device. The subject device was delivered on (B)(6) 2019. There was possibility that the user had been reprocessing the subject device with an olympus automated endoscope reprocessor model oer-4 (not available in the USA) without using the tube and the reprocess for the subject device had been insufficient. Other detailed information was not provided. There was no report of patient injury associated with the event.